Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hearing was affected and it was reported that there was no longer any stimulation from the implant.

Manufacturer narrative:
Conclusion: based on information received from the field and investigation results, it is not possible to confirm a root cause for the reported problem. The device was received incomplete; part of the conductive link and the floating mass transducer is missing. Damages found during investigation are most likely related to the removal surgery. The available parts appear otherwise intact. However, a technical problem in the missing parts is suspected but cannot be confirmed. This is a final report.

Event description:
The user's hearing was affected and it was reported that there was no longer any stimulation from the implant. The user has been re-implanted.